Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant. Post-operatively, the patient experienced capsular contracture of an unspecified baker grade on an undisclosed side, which was confirmed by a medical professional. As a result, the patient underwent removal and replacement with a left-sided 275cc mentor memorygel breast implant and a right-sided 175cc mentor memorygel breast implant on (B)(6) 2023. As the side of implantation was not disclosed to mentor, it is not known which device was used to replace the prosthesis in the breast affected by capsular contracture. Since the device is unknown, it will be defaulted to a gel device in common device name and procode for reporting purposes only. Follow-ups are being conducted. If additional information is received, a supplemental report will be submitted.